Event description:
The mpa catheter was manipulated by the physician to curve or shape it because he felt the curve was insufficient. The tip separated from the catheter. This occurred outside of the body during set up for the procedure. There were no procedural complications as a result of the separation. Another catheter was obtained and the procedure was completed.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The directions for use are being revised to include a cautionary statement regarding manipulation of catheters. A visual inspection of the separated catheter was conducted using an olympus video microscope at 40x magnification. Review of the two catheter components points to a failure of the primary catheter substrate material (hdpe, blue). Analysis: the video microscopic inspection revealed that the failure of the component was in the area of the braided catheter. The head bond joint of the tungsten filled tip to the braided body of the catheter did not fail. This is confirmed by the absence of any tungsten filled material (black color) embedded in the fractured area and the presence of the failed portion of the catheter still bonded to the tungsten tip. The geometry of the failure area indicated a tensile failure of the primary hdpe material. This is typical of a tensile failure when a component is bent back and forth. Conclusions: the failure of this catheter was due to excessive tensile stress to the base material by the repeated lateral bending of the tungsten filled tip. This type of manipulation of the device is not recommended.